Event description:
It was reported to boston scientific corporation that the eroded uphold mesh is expected to be trimmed or excised, but it is unknown when that may occur.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, post-procedure, the device began eroding into the rectum. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.